Event description:
The customer stated that the display on the insulin pump was blank. Prior to the display going blank, the insulin pump alarmed battery out limit. The reported blood glucose reading was 105 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion in the battery tube. Further testing could not be performed due to the blank display.